Event description:
No additional information is available from the field representative.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) noted being told by their physician that the device was not working 100% and that they had to go to their clinic for device testing. The patient was scheduled to return to their clinic. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.